Event description:
Approximately eight months post index procedure, the patient experienced silent myocardial ischemia. A follow up cag was conducted and restenosis was observed at in-segment area from the proximal end of the proximally implanted cypher at the proximal lad. There was 70% stenosis. The cypher des implanted at the distal rca was patent. Treatment of the proximal lad was conducted three weeks later. To treat the restenosis pci was conducted. Pre-dilation was conducted with a 2.0x15mm balloon at 12atms for 30 seconds followed by deployment of a 3.0x18mm cypher des at 16atms for 30 seconds overlapping the proximal end of the proximally implanted cypher des in the proximal lad. Post-dilation was not conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was iii. The patient was discharging in stable condition. Approximately two weeks following the index procedure pci was conducted to treat a de novo lesion at the distal rca. Pre-dilation was conducted with a 2.0x20mm balloon at 10atms; inflation time is unknown. A 2.5x18mm cypher des was deplohyed at 12atms for 16-30 seconds. Post-dilation was not conducted. The residual % of stenosis was 0% from 70.2%. The patient was in stable condition. At three months post index procedure a follow-up was conducted and there was no symptom observed. Cag was not conducted. On 1/19/06 the patient had silent myocardial ischemia. A follow up cag was conducted and restenosis was observed at in-segment area from the proximal end of the proximally implanted cypher at the proximal lad. There was 70% stenosis. The cypher des implanted at the distal rca was patent. Treatment of the proximal lad was conducted in 06. To treat the restenosis at aha#6, pci was conducted. The procedure was an elective case. Pre-dilation was conducted with a 2.0x15mm balloon at 12atms for 30 seconds followed by deployment of a 3.0x18mm cypher des at 16atms for 30 seconds overlapping the proximal end of the proximally implanted cypher des in the proximal lad. Post-dilation was not conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was iii. The patient was in stable condition. And was discharged in 06.